Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss since the cylinder was punctured by the patient. The ipp was explanted and replaced it with tactra. There were no patient complications reported.